Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 270um laser fiber was used in a flexible ureteroscopy and jj left procedure in the kidney performed on (B)(6) 2021. The laser unit used was an auriga laser console. During the procedure, after 30 minutes of laser usage, the laser fiber was broken 15 centimeters from the tip inside the flexible ureteroscope. Additionally, laser shots went into the sheath of the ureteroscope and pierced it. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.